Event description:
It was reported by the affiliate that when the device was used during a thoracic surgery procedure, it would not staple. The case was completed by manually suturing. There was no further consequence to the pt.